Manufacturer narrative:
The technician found the issue was due to a user error, the bed exit functioned as designed.

Event description:
The technician alleged that the bed exit alarm will not arm. No patient impact.